Event description:
Procedure: posterior lumbar fusion surgery levels implanted: l2-l5, t11-l2. It was reported that, the patient underwent spine fusion surgery on the lumbar region at levels l2-l5. The patient was implanted with rhbmp-2 collagen sponge which was applied from posterior approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the disc space). Post-op, the patient complained of increasing pain in her low back and radiculopathy into her lower extremities, due to which patient underwent revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post op patient developed a grade 1 degenerative slip at l5-s1 as well as a compression fracture at the top of construct consisting of superior endplate fracture of l2 and inferior endplate fracture of l1. Secondary to her fracture she developed kyphoscoliotic deformity. As a result, patient underwent revision surgery i.e. L5-s1 transforaminal lumbar interbody fusion, l1-l2 transforaminal interbody fusion with prosthetic interbody vertebral device, posterior instrumentation t11 through s1 and posterior spinal fusion l5-s1, t11-t12, t12-l1, l1-l2 and l1 laminectomy with neural element decompression.

Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.